Manufacturer narrative:
The reporting facility did not identify the reported ck cor-knot device. The reporting facility returned two devices. The manufacturer's engineer examined the two devices and the report that the "ck 5mm cor-knot were not easily fitting into the device" could not be replicated. The devices were visually and functionally examined and the devices met the specification requirements. A review of two years of complaints did not indicate any additional similar reports. The failure could not be confirmed on the reported device. Therefore, no reasonable or defined course of action is available based on lack of evidence of a confirmed failure mode.

Event description:
Please refer importer report # (B)(4).